Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the clinic complaining of dizziness and syncope. Boston scientific technical services (ts) analyzed the device¿s memory and noted that there were no abnormal faults or resets in the device and it appears to be operating as designed and programmed. Ts noted however that within the past 3-4 days the right ventricular (rv) lead impedances have decreased from 800 to 540 ohms and threshold measurements have increased from 0.7v to 2.2v. There was also numerous inappropriate pacemaker mediated tachycardia (pmt) episodes. Device histograms noted that the average heart rate has been in the 90s until recently and is now in the 70s. Ts noted that the patient may be symptomatic due to the elevated rate and perhaps was prescribed rate control medications. An x-ray was performed and revealed that the device had migrated causing the lead to straighten out. As a result, the lead was near tricuspid annulus which lead to intermittent pacing and subsequent syncope. Surgical intervention was performed and the lead was repositioned. The device remains in service.